Event description:
Procedure: roux-en-y. According to the reporter: the rubber seal at the top of the versaport plus disposable trocar, had a tear in it, making it unusable. Attending surgeon noticed this, as soon as the trocar was in place and the scope was inserted through another port. The disposable trocar was removed, and replaced with a new one. Age is not available. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. Patient current status reported as stable. The device will be returned for evaluation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)